Event description:
Received information stating patient is experiencing high bg's (500 mg/dl).

Manufacturer narrative:
No product has been returned for evaluation. As per customer, no further assistance is required. Should new information become available, a follow up MDR will be submitted.